Event description:
A malfunction notice was reported by the customer concerning the tandem tslim pump. There was no reported adverse impact to the customer¿s blood glucose level. The customer reverted to an alternate method of insulin therapy.